Event description:
As the md was inserting the falope-ring applicator, a piece of the washer from the disposable suprapubic trocar broke off and went into the abdominal cavity. The piece was retrieved without incident.what was the original intended procedure?laparoscopic tubal ligation.